Event description:
Information was received from a trial patient via healthcare provider who was using an external neurostimulator (ens) for urgency frequency. Their trial start date was (B)(6) 2023. It was reported that the patient was experiencing diarrhea. It is unknown if the issue was resolved. The patient called back on (B)(6) 2023 and reported that they had a lead migration and loss of stimulation. They maxed the therapy out with no stimulation. The cause was unknown. It is unknown if the issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿.